Event description:
The following information was inadvertently left out of the initial MDR report:the device was not handled by or in the proximity of any metal tools and the balloon was indwelling for 5 minutes.

Manufacturer narrative:
Correction: b5: information inadvertently omitted from initial MDR. Investigation ¿ evaluation as reported, following a vaginal delivery for a patient with placenta previa, and placental implantation, the patient experienced postpartum hemorrhage (pph). After losing approximately 800ml of blood, a bakri tamponade balloon catheter was placed trans-vaginally. The balloon was inflated with 250ml. After initial placement, it was noted that the balloon had ruptured and leaked. The device was removed, and the superior branch of the uterine artery was ligated to achieve hemostasis. An additional 400ml of blood was lost following device failure; total estimated blood loss was 1200ml. A blood transfusion was not needed for the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any additional adverse effects due to this occurrence. The device was not handled by or in the proximity to any metal tools and the balloon was indwelling for 5 minutes. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Because review of the device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code: 100000. E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a vaginal delivery for a patient with placental previa, and placental implantation, the patient experienced postpartum hemorrhage (pph). After losing approximately 800ml of blood, a bakri tamponade balloon catheter was placed trans-vaginally. The balloon was inflated with 250ml. After initial placement, it was noted that the balloon had ruptured and leaked. The device was removed, and the superior branch of the uterine artery was ligated to achieve hemostasis. An additional 400ml of blood was lost following device failure; total estimated blood loss was 1200ml. A blood transfusion was not needed for the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any additional adverse effects due to this occurrence.